Event description:
It was reported that balloon rupture occurred. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The procedure was competed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The procedure was competed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were hypotube kinks at 38cm and 73.5cm distal from the strain relief. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed a longitudinal tear 14mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis did confirm the reported balloon burst as there was a longitudinal tear from the distal end of the balloon.